Event description:
Metal femur implant snapped in half and broke my femur resulting in emergency surgery and a 3 day admission. There was no rough housing or exercise associated with this injury. I had gotten up off of the couch and took one single step and the metal plate broke in half.